Event description:
It was reported that the patient had a mild drainage coming from the implantable pulse generator (ipg) incision site. The patient will undergo removal of spinal cord stimulator (scs) with irrigation and debridement of incisions, and was recommended by infectious disease to be off the antibiotics prior to the surgery.

Event description:
It was reported that the patient had a mild drainage coming from the implantable pulse generator (ipg) incision site. The patient will undergo removal of spinal cord stimulator (scs) with irrigation and debridement of incisions and was recommended by infectious disease to be off the antibiotics prior to the surgery. Additional information was received that the patients spinal cord stimulator (scs) system was explanted due to infection. The patient had been treated for infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7149352 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7153288 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7149352. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7153288. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Sc-2218-50 sn: (B)(6). Investigation results: the leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had a mild drainage coming from the implantable pulse generator (ipg) incision site. The patient will undergo removal of spinal cord stimulator (scs) with irrigation and debridement of incisions and was recommended by infectious disease to be off the antibiotics prior to the surgery. Additional information was received that the patients spinal cord stimulator (scs) system was explanted due to infection. The patient had been treated for infection.